Event description:
During in-clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted. The device was reprogrammed to resolve this event. The patient was stable.

Event description:
Additional information was received that decreased pacing impedance was observed on the rv lead. Rv lead insulation damage was suspected but this was not confirmed. The rv lead was explanted and replaced to resolve this event.

Manufacturer narrative:
The reported events of noise, over sensing, low pacing impedance, and insulation damaged were confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture sleeve tie impressions consistent with friction to the device can. The cause of the reported events of failure to capture and under sensing were isolated to the exposure of the coil in the abrasion zones. Electrical testing did not find any indication of conductor fractures or internal shorts.